Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The us complainant had a 5.5 pump support for a week in (B)(6)2023 until weaned and explanted. The pump had been placed for a patient suffering from cardiogenic shock. Later in (B)(6)2024 the abiomed¿s long-term outcome and quality indicator (loqi) impella registry database had a reported high purge pressure. The high purge pressure prompted the team to explant. The patient eventually expired after care was withdrawn. Use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for investigation. Data logs show no signs related to the purge pressure rise or low purge flow trends/alarms during the entire case run. Based on data log review, there was no issue found during the case. The device functioned/operated to specification. Based on data log review, there was no high purge pressure issue found during the case.